Manufacturer narrative:
No deviations occured during assembly. The first step in our investigation is the optical inspection. We could see scratches, but did not detect any obvious deformations, or other abnormalities in the progav 2.0 valve. Permeability test: the investigation has shown that the progav 2.0 valve was not permeable. Adjustment test: the valve was adjustable to all settings. Braking force and brake function test: the brake function test results have shown that the braking force is within tolerance. Computer controlled test: in order to check the assumed over-drainage, we carried out a computer controlled test. The test shows that the valve operates slightly outside the operated tolerance. The valve tends to slight over-drainage. Given the fact that during the treatment with shunts, the following complications may arise (as described in the literature) infections, blockages caused by protein and /or blood in the cerebrospinal fluid. We have decided to dismantle the valves. After opening the progav 2.0 valve we found intense deposits inside the valve (most likely protein). We suspected that the detected substances led to a temporary malfunction.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 118. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative: a patient was implanted with valve set at 12 on (B)(6) 2018. Initial scans showed no issues. On (B)(6) 2018 the progav2 was checked with a monometer that showed the valve was offering no resistance although it was still set at a 12. Patient had slit ventricles and subdural. Valve was replaced. The reporter indicated the incident did not contribute to a serious injury or death; however, the patient required a revision surgery and a surgical delay of 30 minutes occurred. No additional intervention was reported.